Event description:
It was reported that the impedance and pacing thresholds had increased. During revision, no lead anomaly was found. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.